Event description:
Gyrus sheath cat # ce0344 tip broke off while in use in pt. Could not be removed through sheath. Patient required open surgical procedure and hospitalization as a result of the product failure. Dates of use: 2008. Diagnosis or reason for use: benign prostatic hypertrophy. Event abated after use stopped or dose reduced: yes.